Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to gather additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the coiling procedure of a ruptured distal anterior cerebral artery aneurysm (daca), there was resistance within the sl 10 catheter hub and the middle section. The coil was alleged to have unintentionally detached. The coil was noted to have been damaged. The coil was removed and a new axium device was used. The aneurysm was saccular, with a max diameter of 3 and a neck of 2 mm. The blood flow was normal, and the anatomy was moderate in tortuosity. The catheter was not damaged. Resistance was observed at starting from the hub. The device used and prepared per the IFU.

Manufacturer narrative:
The axium prime coil was returned for evaluation without he sl 10 microcatheter. The axium prime coil was found to be broken into two separate segments that were not retained together by the release wire. The tack weld replacement (twr) crimps were found to be intact. In addition, the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The pushwire segment was found to be bent. In addition, the pushwire was found to be bent at the proximal end within the introducer sheath. The distal segment of the pushwire was assessed and the release wire was found to be extending out from the broken proximal segment. The distal pushwire segment was found to be bent near the proximal end. Under the microscope, the coin was not found to be located against the lumen stop, the shield coil was found to be present, and the implant coil was found to be detached and missing. During evaluation, the release wire was pulled out from the distal pushwire segment for evaluation of the coin. The coin was measured and found to be within specifications. The outer jacket was then removed. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring inner diameter (ID) was measured and found to be within specification. All other subassemblies appeared to be normal and no other anomalies were observed. The axium prime coil could not be used for testing with an in-house microcatheter due to its damaged and incomplete condition. The axium prime coil could not be used for testing with an in-house microcatheter. The issue of coil pre-mature detachment was confirmed. The axium prime pushwire was returned with the implant coil already detached. It is likely that the pushwire became damaged during the attempt to push/ and or pull the axium prime coil through the sl 10 microcatheter. It is likely that the pulled release wire led to the subsequent detachment of the implant coil from the pushwire. It is possible that the release wire became broken subsequently pulling back of the coin from the lumen stop. Per our instructions for use (IFU), the user should not advance the axium prime coil against resistance, as damage to the pushwire can occur which can lead to pre-mature detachment of the implant coil. All parts of the pushwire which could have affected the detachment of the implant coil were found to be within specifications. All products are 100% inspected for damage and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): precautions: "handle the axium prime det achable coil with care to avoid damage before or during treatment". ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ warning: ¿damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.¿ if information is provided in the future, a supplemental report will be issued.